Event description:
Infant in crib w/phototherapy light in place. Plexiglass covering light bulbs fell out into crib. Red marks noted on infant's left thigh and left knee. Areas improved after 1hr. Equipment taken to bio-med for inspection.

Event description:
Add'l info rec'd from MFR 9/13/02: contacted biomedical engineering at user facility. Dept evaluated device after incident and found no mechanical problems with either safety shield or mechanism securing shield. User manual contains instructions and cautions related to installation of shield. Review of service records and safety reports from customers found no similar incidents. No further action needed.